Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 47 mg/dl. Customer treated their low blood glucose levels with food and glucose tablets. Customer declined to troubleshoot for low blood glucose levels. The customer also experienced high blood glucose over 300 mg/dl. The customer's blood glucose was 316 mg/dl. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing the less amount of insulin as shown on the status screen. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will not be returned for analysis.